Manufacturer narrative:
Model number/catalog number: 72404231. Serial number: n/a batch/lot number: 1100908460 model/catalog description: cx reconnect ms 15cm ps iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a postoperative hematoma and experienced scrotal pain. As a result, the physician drained the hematoma and created a counter incision for reservoir placement, as it was beginning to migrate through the inguinal ring. No further patient complications were reported.